Manufacturer narrative:
(B)(4) date sent: 7/11/2023 d4: batch # unk a manufacturing record evaluation was performed for the finished ec60a, with lot/batch number x96h2r, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. D4: batch # 164c04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with one ecr60b reload present, the reload was received partially fired 1/16, with the pan partially dislodged from the right side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The condition of partially fired is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 164c04, and no non-conformances were identified.